Event description:
It was reported that a sensing and pacing problem occurred during use. A cable break was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: analysis could not confirm the reported event. A cable break was not found.